Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during initiation of treatment, a blood leak occurred. The leak was visually observed in the dialysate. Estimated blood loss was reported as 'no.' The pt had no adverse effects and no medical intervention was required. The pt did not complete treatment. Sample has been discarded.